Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. The device did not meet specifications during a shaft leak test and an irrigation leak test. Additionally, multiple short circuits were detected. Damage to the distal shaft was noted between electrodes 3 and 4, consistent with the shaft leak and irrigation leak tests and short circuits. The cause of the damage to the distal shaft is consistent with damage during use.

Event description:
This report is to advise of an event noted during analysis which revealed a leak and short circuits in the catheter.